Manufacturer narrative:
This product with is not distributed in the united states, but it is similar to a product that is sold in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
Eight days after receiving a cypher patient presented with acute anterior wall myocardial infarction requiring a percutaneous coronary intervention in which the patient received two additional bare metal stents.